Event description:
Customer reported a continuous motor error alarm on the insulin pump. The blood glucose reading was 158 mg/dl. The insulin pump had not been exposed to any strong magnetic field or MRI. Customer was assisted in clearing the alarm but stated that she was unable to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind due to corroded motor home switch. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.